Manufacturer narrative:
Investigation: the investigation was carried out by ats. No abnormalities can be found after a first examination of the fitted handpiece. Just the labeling on the handpiece is hardly readable. After the disassembly of the handpiece, two defects and broken ball bearings can be found. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available as well as a result of the investigation, the root cause of the failure is most probably user related. Rational: the broken ball bearings as well as the soiled interiority indicate that an improper cleaning in combination with an overload situation led to the malfunction of the handpiece. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It is reported that there is residue in the interior space of the handpieces, as well as contamination and corrosion of these. As a consequence, broken ball bearings and blocked tool locks have occurred. All med watch submissions related to this report are: 9610612-2017-00200, 9610612-2017-00201.